Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient's implantable pulse generator (ipg) was explanted and replaced because it " malfunctioned". Follow-up was performed with the patient's clinic and it was determined that the malfunction the patient's spouse was referring to was dislodgement of the right ventricular (rv) lead. A chest x-ray was performed and showed that the lead had dropped down to the base and was not capturing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.